Event description:
The pt has two leads from the same lot number. It was reported the pt underwent a surgical procedure. During the procedure, the physician performed a 10 cc blood patch to treat a cerebrospinal fluid leak. The pt had effective stimulation postoperative. It was also reported the pt had felt some pain at the incision site but did not experience headaches. Follow-up information identified that pt's midline incision site pain had resolved itself but her ipg pocket site was still painful from the procedure. The pt never experienced any symptoms associated with a csf leak.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.